Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the sensor was missing the cannula. The customer's blood glucose was unknown at the time of incident. Father stated when connecting the sensor to the g2 link it did not blink, removed the sensor and noticed the cannula was missing. We explained that the cannula might have retracted back into the sensors plastic body. Advised the sensor will be replaced. The sensor will not be returned for analysis.